Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. It was reported that the patient has expired after an implant duration of approximately 03 months. The cause of death was not reported. It is unknown if the death was device related. No further details were reported. Despite repeated attempts to receive further information regarding the device and event, no response or sample for evaluation was received.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.